Manufacturer narrative:
No product returning for eval. Should new info become available, a f/u report will be submitted.

Event description:
Received info stating customer's pump history was inaccurate. There was no impact to customer's blood glucose level.